Event description:
A doctor had been using an electro-surgical pen on the pt. Next to where an endo tracheal tube was in place. The tube caught fire causing serious injury to the pt when a spark from the pen touched the tube.